Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Adolescent idiopathic scoliosis: during a routine scoliosis thoracolumbar fusion, an expedium 5.5 reduction sleeve started to stick and the threaded portion of the reduction sleeve started to strip and was no longer able to thread into the reduction device (flex-clip) to function properly and perform the reduction maneuvers it is used for. The hospital will typically use up to 12 of these reduction devices per case so a new reduction sleeve was substituted in for the one that started to stick/strip. During the same surgery an expedium 5.5 distractor also broke. No damage or other outcomes experienced.

Manufacturer narrative:
Decision tree reassessed complaint no longer reportable. One (1) monarch angled distractor [product code: 2770-50-110] was returned to the chu for evaluation. Visual examination revealed that the lower spring that is attached to the lower jaw handle had become broken. The broken portion of the lower spring was not returned with the instrument. Visual observations suggest that the spring was subjected to unanticipated compression forces during device usage resulting in a fracture. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the angled distractor¿s lower spring becoming broken cannot be positively determined. However, visual observations suggest that the spring was subjected to unanticipated compression forces during device usage resulting in a fracture. Moreover, based on the condition of the device, another possible root cause may be attributed to wear and tear as the device has seen numerous usages over time. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.